Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Dr. Revised a left hip originally done on 4/14/2022. The liner and head were revised approximately a year ago with an unknown surgeon and date but was revised to a 36 liner and 36+10 head. Dr. Revised due to recurring dislocation. He removed the cup and re-reamed and placed a new cup at a more appropriate position. The original cup had approximately 60 deg of inclination and 30 degrees of version.